Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer entered an estimated amount in the pump for the bolus; however, it ended up being too much insulin. The customer's blood glucose (bg) level subsequently decreased to 35 mg/dl. The customer's mother provided assistance and the customer consumed carbohydrates and drank soda to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.